Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed a crack and not full breakage. The damage is consistent with wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon opening instrument tray, universal impactor handle (96-6520) was found to be broken. This was before surgery commenced so patient was unaffected.